Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep found no tilt and no elevation motion, then collimator hold. He ordered and replaced the motor si controller pcb and system interface. The system is operating as intended.

Event description:
The customer reported that an error code displayed on the system and the table will not go up or down.